Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Test results have been requested from the customer, but they disclosed that they have not yet tested the water. However, they reported to be working on a procedure to take samples. They also reported that they are disinfecting and changing water according to the instructions for use (IFU). Based on the obvious biofilm found, livanova (B)(4) concluded that the users have not strictly followed the cleaning and disinfection instructions according to the IFU and that potential cross-contamination caused the re-contamination. Livanova (B)(4) sent out a field safety notice in june 2015 to inform customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU. Device evaluated on site by livanova rep.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that large amounts of biofilm was observed in the patient tank of the sorin heater-cooler system 3t during preventive maintenance. There is no known patient involvement. Due to the large amounts of biofilm, the sorin group field service representative replaced the internal tubing. Photographs of the unit were taken and sent to sorin group (B)(4) for analysis, who confirmed a large amount of biofilm in the tank and on the pumps. Residues inside the internal tubing and discoloration of the tubing was also detected. The involved unit is only used as a backup unit and is not currently in use. The customer has not yet decided whether to keep the unit or discard it. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that large amounts of biofilm was observed in the patient tank of the sorin heater-cooler system 3t during preventive maintenance. There is no known patient involvement.